Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure with the patient under general anesthesia and the electrode placed, the pump wouldn't work when the generator was turned on. They tried turning it on and off and then an error message appeared on the screen. The procedure was cancelled. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report: 01/13/2017. Testing of the incident generator confirmed the reported condition. The investigation found that the unit would not complete the self test and exhibited assorted error codes. The failure was isolated to the psrf board but a root cause was not identified. The psrf board was replaced and the unit functioned normally and within specifications.